Event description:
Patient was an open heart case, during surgery smelled something "burning." Noted post-op that foley catheter looked "weird" and that the temperature probe wire melted a section of the catheter. The foley catheter / temperature probe was connected to the heart lung machine being used during the surgery, for display of patient's temperature on the heart lung machine.